Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderate tortuous left anterior descending (lad). The 2.5x20mm apex balloon was unable to cross the lesion on two attempts. After the device was examined, it was noticed that the balloon was ruptured. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt condition listed as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and all the devices met all specs. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4).